Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a dexcom g7 continuous glucose monitoring sensor would not pair with the ilet, with multiple pairing failed alerts despite attempts to reconnect, including toggling g6/g7 settings, using a magnet-based wake procedure, and retrying pairing; the family planned to install the dexcom g7 app and work with dexcom for sensor-phone connection before reattempting integration with the ilet. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose was not affected. Investigation included troubleshooting and user education focused on sensor pairing and configuration steps. Investigation of this case revealed a pairing failure limited to the ilet with no evidence of adverse physiological effect; the issue appears isolated to connectivity rather than sensor function. It was concluded, based on previously established findings for similar reports, that the cause was a non-clinical connectivity or configuration issue.